Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 22-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidents, which were associated with separate units, involving an unknown number of patients. This is the first of three reports. Refer to 8030647-2018-00506 for the second event. Refer to 8030647-2018-00507 for the third event. It was reported that a flex connector disconnected easily in three suction catheters. They were found and the suction catheter and flex connectors were replaced immediately each time with no impact to the patient.